Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
A 6f angio-seal evolution was deployed following a percutaneous coronary intervention. The patient developed a large hematoma due to a pseudoaneurysm, verified via ultrasound. Manual compression was applied and the patient was stable. Three days later, the hematoma reappeared and resulted in femoral vein compression and a pulmonary embolism. The device was surgically removed and the patient was discharged in stable condition 2 days following the repair.